Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during an anterior surgery case, while in the irrigation/aspiration mode, the tubing set became disconnected and there was liquid loss from the anterior chamber. The tubing was exchanged and the case was completed. This happened with two patients and it was reported that "some patient's posterior capsule rupture during the surgery" and also "there are no patient's complaints." This report is for the second patient. It is unclear whether this patient experienced a posterior capsule rupture. Additional information has been requested.